Manufacturer narrative:
Vertebral fracture. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: total patients:3; gender: male(male:2; female:1); age: 66 years(mean age) number of levels treated- 3 it was reported in the clinical titled ¿clinical outcomes and safety of cd horizon legacy with minimum 24 months follow up" that three patient suffered from acute vertebral fracture. Hence patients diagnosed with spinal acute trauma from (B)(6) 2013 to (B)(6) 2013.